Event description:
It was reported that during the procedure, the deflated balloon could no longer be removed from the sheath. According to the surgical nurse, the sheath was larger than the recommended size, it was a 6f sheath. The sheath is included.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was received for evaluation. Included was the balloon catheter attached to a metal introducer, of unknown origin, with a stopcock attached. Upon initial inspection of the returned sample, the distal tip of the catheter was protruding out of the introducer for approximately 8 inches. The introducer measured approximately 47.7 cm in length and was color coded green which identified the introducer as a 6f. There was a flattened section on the exposed shaft of the catheter approximately 1 inch proximal of the introducer and was approximately .3 inches in length. A .035 inch guidewire met resistance when attempting to insert it both proximally and distally into the catheter. This was consistent with the flattened section of the catheter. The catheter could be moved distally within the metal introducer until the bifurcate contacted the introducer. With more of the shaft now exposed, the shaft appeared necked down approximately 42.5 cm from the distal tip of the catheter and for approximately 10 cm and this also included approximately 1 cm of section accordioned. The balloon catheter was inflated and deflated without issues. The balloon catheter and the metal introducer were immersed into a warm bath. An attempt to remove the balloon from the introducer met with resistance at the distal end of the balloon. With a moderate amount of force, the balloon was pulled into the introducer and removed. An attempt to introduce the catheter into a recommended 5f input introducer was unsuccessful as the balloon would start to accordion. The result of the investigation was confirmed for difficult to remove. The root cause is unknown. The IFU (information for use) states - instructions for use: equipment required, introducer sheath (input sheath recommended).